Manufacturer narrative:
This report filed march 3rd, 2016.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to poor performance.the patient was reimplanted with a new device during the same surgery.